Manufacturer narrative:
This leak was not due to a loose cap. Customer was sent replacement reagent.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that both cartridges of diluent 1 reagent are leaking from the "a" cartridge end. No box damage. No injury has been reported.